Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized for the peritonitis event the same day as the event onset. On an unreported date, antibiotic therapy was discontinued. One day after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. D11: covidien catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. It was unknown if the patient was hospitalized. On an unreported date, the patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported), amikacin intraperitoneal injection (500mg start dose, followed by 100mg per day, duration not reported) and imipenem intraperitoneal injection (1g, per day, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available at the time of this report.